Manufacturer narrative:
(B)(4). Software version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged high bgs found on (B)(6) 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The insulin pump failed the sleep current test. The insulin pump passed the displacement accuracy test at 0.0877 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, missing display window/cover, and corroded battery tube. Unable to verify customer's complaint for high bgs. Moisture damage was confirmed found in battery tube. High sleep current measurement was confirmed problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer's blood glucose level was 293 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of high blood glucose event. Customer stated the cannula was bent. Auto mode feature was not active at the time of incident. Customer was treated using insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.